Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot#: j0058177r, implanted: (B)(4) 2002, explanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain and spinal pain. The date of the event was unknown. It was reported the catheter broke in the past. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.